Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address acetabular loosening. The cup appeared to have slipped inferior and the head had migrated superior wearing a good deal of bone out.